Manufacturer narrative:
Upon receipt of additional information, it has been determined that the reported device did not cause or contributed to the reported event.

Event description:
It is reported that a patient's hip arthroplasty is scheduled to be revised due to unknown reasons. No further information is available at this time.